Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device beeps and when switched on prompts "warning low battery - device service required" pad-pak expiry 2022. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 26th march 2018. Upon receipt, the device could not be powered on and the ve terminal pogo pin was found to have failed. A closer inspection revealed that the spring of the pogo pin had failed, which had prevented the pin from springing back fully into position. The failed pogo pin spring had resulted in an intermittent connection from the device to the pad-pak, resulting in voltage fluctuations throughout the device memory and the multiple low battery fails, beginning on the 27th may 2019. The user would have been alerted with ¿warning, low battery¿ prompts as per the reported fault, alongside a flashing red status led. The faults could not be replicated with a new ve terminal pogo pin. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be retained and replaced with a new sam 360p.

Event description:
Device beeps and when switched on prompts "warning low battery device service required" pad-pak expiry 2022. There was no patient involved in this event.